Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that it was annoying for the patient to go to sleep with the battery and it was uncomfortable. The patient took the battery off the night before and their husband cut the wires. The patient reported immediately after that they started to get terrible pain all the way down their leg, from their buttock all the way down their leg and was continuing. The patient stated they removed the battery because they did not see the healthcare provider for another week and nothing had helped. The patient wanted to know if the device was causing the pain. The patient was directed to see their healthcare provider immediately regarding having cut the wires and pain. The caller was upset and hung up. No further complications were reported.